Event description:
The user facility reported that during a patient procedure their 4085 surgical table drifted into trendelenburg. The procedure was completed successfully. No report of injury or procedure delay.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and found that the hydraulic system required flushing to remove air that was trapped in the hydraulic line. The technician flushed the hydraulic system, tested the unit, confirmed it to be operating according to specifications, and returned the unit to service. No additional issues have been reported.